Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose of 750 mg/dl and ketones that were identified as dangerous by a healthcare provider; cause was unknown. Customer was treated with intravenous fluids of insulin and saline. Customer was released 4 days later with the issue resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.